Manufacturer narrative:
It was indicated that the sensor used during the reported event was discarded; and therefore, could not be returned to masimo for evaluation. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the infant was resuscitated upon delivery, intubated, ventilated, IV access was obtained, volume administered per nrp protocols and with a good heart rate. At approximately 30 minutes into delivery the clinicians were unable to obtain a spo2 reading on the rad-87 and radical-7 ts with rd patient cable. Both rd infant and rd neo were used to obtain a reading. The neonatologist caring for the infant became very disgruntled and told the nurses to "get that monitor out of here and get something that works." The infant was transported via helicopter to a higher level of care facility. There was no product collected or saved to be returned.